Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defect found on returned meter. Most likely underlying root cause of malfunction: user had an inaccurate reference. (B)(4).

Event description:
Consumer reported complaint for high blood glucose test results. The customer's expected non-fasting blood glucose test result range is 70-120mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is stored in the bedroom. The test strip lot manufacturer's expiration date is 3/27/2017 and open vial date is 6/1/2016. The meter memory was reviewed for previous test result history: (B)(6). Customer refused back to back blood test. Re

Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause of malfunction: user had poor technique.

Event description:
Consumer reported complaint for high blood glucose test results. The customer's expected non-fasting blood glucose test result range is 70-120mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is stored in the bedroom. The test strip lot manufacturer's expiration date is 3/27/2017 and open vial date is (B)(6) 2016. The meter memory was reviewed for previous test result history: (B)(6). Customer refused back to back blood test. (B)(6).